Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed the basic occlusion test, displacement test and 10uit bolus delivery. No motor error alarms occurred during test. The motor tested okay. The pump was returned with missing end cap sticker and scratched on display window and bleeding lcd screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 472 mg/dl. The customer treated with a manual injection. The father stated that his son had 3 motor errors. The father stated that the pump alarmed during basal. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.